Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. There was no report of a confirmed source of this infection; however, touch contamination is the leading cause of peritonitis, which was the suggested source from the patient¿s pdrn. Though the peritoneal effluent fluid culture presented no growth and a wbc count within normal limits, the prophylactic use of antibiotics prior to laboratory testing may have suppressed the presence of a microorganism and elevated wbc¿s. Additionally, the patient¿s responsiveness to ongoing antibiotics after diagnosis indicates the presence of a bacterial infection. Due to the absence of a confirmed source from a medical professional, the cause of this patient¿s peritonitis cannot be determined at this time.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius customer service that they experienced peritonitis. In the initial reporting, there was no specific allegation that the adverse event was due to a deficiency or malfunction of any fresenius product or device. Upon follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the outpatient clinic with symptoms of abdominal pain and cloudy peritoneal effluent fluid. The patient was prescribed antibiotics (unknown type, route, dose and frequency) prophylactically prior to laboratory testing or clinical evaluation. The following day, the patient reported to the emergency department with worsening symptoms. Peritoneal effluent fluid cultures taken in the emergency department presented no growth and a white blood cell (wbc) count of 37/mm3. The patient was diagnosed with spontaneous bacterial peritonitis due to unknown etiology and admitted to the hospital on the same day. The patient was prescribed intraperitoneal ceftazidime at 1000 mg every day for two weeks and, due to the severity of the infection, the patient¿s pd catheter (not a fresenius product) was removed. A tunnel catheter was placed in favor of hemodialysis (hd) on a hospital provided hd machine (unknown brand and model) during the admission and the patient was prescribed intravenous gentamycin following every hd treatment for 9 doses (unknown dosage). The patient has recovered from the event and was discharged ten days later. It was the contention of the patient¿s pdrn that the event was due to ¿user error¿, but this could not be confirmed through medical records in the outpatient clinic. However, it was reported the patient¿s peritonitis and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continued hd for renal replacement therapy on an outpatient basis post-discharge. The patient resumed continuous cyclic pd therapy on the liberty select cycler at home in (B)(6) 2020.